Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and diabetic ketoacidosis. The blood glucose value was 500mg/dl at the time of the event and the current bg value is 305 mg/dl with the symptoms of feeling sick/unwell, headache and the customer was treated with the insulin pump, IV insulin drip (intravenous insulin infusion) also customer was hospitalized for 2 days. Troubleshooting was performed and it was verified that the pump was utilized within 48 hours of the event along with active auto mode feature. No further patient complications were reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 09:51:18.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 3.4. Bolus amount delivered = 3.4. (B)(6) 2024 14:53:12.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.5. Bolus amount delivered = 2.5. (B)(6) 2024 17:53:50.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4.8. Bolus amount delivered = 4.8. (B)(6) 2024 19:15:38.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.7. Bolus amount delivered = 1.7. (B)(6) 2024 20:36:28.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.4. Bolus amount delivered = 2.4. (B)(6) 2024 23:32:40.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3.9. Bolus amount delivered = 3.9. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:00:00.000 daily totals. Daily total collection start time = (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered = 28.35. Daily total of basal insulin delivered = 9.65. Daily total of bolus insulin delivered = 18.7. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date (B)(6) 2024 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.